Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an unrelated device change-out procedure, blood was seen inside the distal end near is1 plug of the lead. Noise was also noted and an insulation damage was suspected. The lead was explanted and replaced.